Manufacturer narrative:
Hologic technical support (ts) and molecular applications specialist (mas) attempted multiple times to contact customer but were unable to reach them for more information. No further issues reported. Hologic and FDA met on october 29, 2021. Regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer that there were intermittent discrepant samples from sar-cov-2 tma runs on their panther instrument sn (B)(4). The sample from a patient who was antibody-negative would test positive on this panther, then retest negative using both tma and panther fusion pcr assays.